Event description:
Additional information: it was reported that the patient presented in cardiac arrest to an outside facility. The patient¿s spouse called emergency medical services (ems) because the patient woke up confused and disoriented. During transport to the hospital, the patient became unresponsive and required intubation with complaints of acute shortness of breath. Upon transfer to the CT intensive care unit (isu), the patient was found to have limited cardiac contractility both the left and right ventricle although the lvad continued flow for some time. Soon after arrival, the patient had no cardiac rhythm detectable on the monitor and the pressure was 0 mm hg with 0 lpm flows on the heartmateiii monitor. There was no evidence of neurological activity; pupils were fixed and dilated. Given the findings and cardiac standstill, the patient¿s family was informed that the patient had died and there was no cardiac contractility. The lvad was turned off and death pronounced on (B)(6) 2017 at 11:22am. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 7 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient expired on (B)(6) 2017. The cause of death and events leading up to the patient¿s expiration have been requested, but not yet provided.